Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After performing repairs unrelated to the reported event, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker determined use of old batteries was the cause of the reported issue. Per the product manual the batteries are not to be used passed their two year service life.